Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to for evaluation, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent when the cable was wiggled. Also, the customer noted that they were getting a connection error message and that there was a bump in the wiring near the blade connector. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.